Event description:
It was reported that a pt underwent a breast reconstruction procedure on an unk date. On an unk date, the valve on the reservoir "let go" and the surgeon suspects the fluid from the pt was sucked back into the pt causing an infection. Additional event info has been requested.

Manufacturer narrative:
Date sent to the FDA: 09/23/2009. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental form.